Manufacturer narrative:
Technical operations investigated this issue through code review and patient data; and determined that the issue with the spo2 and weight measurements is associated with a software defect. When the software defect occurs, the patient's submitted measurements are not populated in the patient's data table. The clinician is unable to view the patient's measurements in the ecare coordinator clinical user interface. The customer does receive adherence flags indicating the patient's measurements have not been received. A correction to the software defect has been developed, reviewed and approved. The correction is released and philips visicu is working with customers to implement.

Event description:
Customer reported that they were unable to view the patient's weight and spo2 measurements in the clinical user interface of the device on the date of the incident. However, the customer could view the patient's measurements with a back end tool. The customer did not report any consequences to the patient.